Manufacturer narrative:
A product development investigation was performed for the subject device: veterinary complaint: it was reported that during removal of the tibial plateau leveling osteotomy (tplo) plate on an unknown date. It was noted that one screw is broken and appeared to be ¿sketchy and the other screw appears that there is an issue with it as well. It was unknown if there was a surgical delay. The plate and screws were successfully removed. There was no patient involvement reported. The following investigation flow was performed: adverse event (no reported product problem). Visual inspection performed at customer quality (cq) observed post manufacturing damage to the returned in tact screw. There are crushed threadforms in the middle of the screw. The crushed threadforms appear to have been done post manufacturing, possibly by pliers during removal however this cannot be confirmed with the provided information. The reported complaint condition was not able to be confirmed. A review of the device history records was unable to be performed since the lot number was unknown. Based on the features and dimensions of the returned unknown locking screw, it is most likely in the family of 2.7mm stainless steel stardrive locking veterinary screws. Tabulated product drawing se_143464 for the family of 2.7mm stainless steel stardrive locking veterinary screws was reviewed during this investigation. No product design issues or discrepancies were observed. The major thread diameter of the returned unknown locking screw near malformation measured ø2.65mm at cq (ca592) which is within specification of ø2.6mm - ø2.75mm per drawing se_143464. The overall length of the returned unknown locking screw measured 36.29mm at cq (ca592) which suggests it is most likely part# vs206.036 which has specification of 36.0mm +0.7mm per drawing se_143464. A design and clinical risk management documentation (dcrm) review and occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury, with device deficiency and/or an associated surgical technique error, and was not generated from a literature article. Therefore, no dcrm review or occurrence rate calculation will be performed for this complaint. This complaint is confirmed for post manufacturing damage; however, no product design issues or manufacturing discrepancies were identified during this investigation. The most likely cause for the malformed screw is possible damage by pliers during removal, however this cannot be confirmed with the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Date of event: date of infection is not known. This report is for four (4) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported that on (B)(6) 2017, a canine underwent a combination tibial plateau leveling osteotomy (tplo) and cranial closing wedge osteotomy (ccwo) of the tibia due to medial patella luxation (mpl) and cranial cruciate ligament rupture (cclr). About 2 weeks post op, the canine developed a wound around the pins and tension band. At 4 weeks post-op, the surgeon had intended to shorten the pin and addressed the wound. However, upon sedation the canine had a recurrence of mpl due to tibial tuberosity fragment shifting such that the proximal/patellar tendon attachment was more medial and the distal portion was more lateral than the position of initial reduction. A revision procedure was performed at that time and the tibial tuberosity fragment was returned to its original position and secured with three (3) pins and two (2) tension bands instead of two (2) pins and one (1) tension band. A culture was obtained and antibiotics were administered. Shortly after, the canine seemed to be lame. Radiographs on an unknown date revealed a torn figure of eight wire. At 6 weeks revision post-op, radiographs revealed two (2) of the screws had broken. As the bone had not yet sufficiently healed, a revision was post-poned. The bone healed from (B)(6) 2017 to (B)(6) 2018. In (B)(6) 2018, the wound developed around the plate and the plate was intermittently visible and covered by infected wounds. The wound was managed as an open wound until healing progressed to the degree that explantation was reasonable. Radiographs taken in late (B)(6) 2018 revealed the bone to be 85-90 percent healed. Explantation was done on (B)(6) 2018. During the removal procedure, it was noted that one screw appeared to be ¿sketchy¿ and the other screw looked like it was about to break. There was no surgical delay reported. The surgery was completed successfully. Patient was splinted for six (6) weeks post-operative. This report is for four (4) unknown screws. This is report 4 of 6 for (B)(4).

Event description:
This report is for 1 veterinary locking screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (UDI): (01)gtin unavailable, product made prior to gtin compliance date (510k): device is a veterinary product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.